Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and non-boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited noise. The ra impedance measurements were out of range which caused a lead safety switch. It was noted that the ra noise was likely due to the device being in unipolar configuration after the lead safety switch. The rv lead was exhibiting oversensing of the minute ventilation (mv) signals. Rv pacing was inhibited; however, the patient had an underlying rhythm, so there was no asystole of greater than two seconds. Programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Event description:
This device was included in the recent mv sensor signal oversensing advisory population.